Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed no delivery during an infusion set and reservoir change. The customers' blood glucose was 175 mg/dl. The customer stated that the no delivery alarm had been resolved by a complete set change of reservoir and infusion set. Since the reported issue was a past even no troubleshooting was performed and the cause of the alarm could not be determined. The customer wanted to returner the reservoir and the infusion set for analysis. Nothing further was reported.